Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-oct-2022. Three 2000e china products from lot 21086362 were received for investigation; two samples were received in opened packaging, and one sample was received without packaging for investigation. The feedback provided by the customer indicates a complete occlusion was detected during priming. Further information provided by the customer indicates that a weigao 5ml syringe and a weigao infusion set were connected when the occlusion was observed. A visual inspection of the returned samples did not identify any defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed all three samples by connecting to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; occlusion was detected in one of samples; however, by disconnecting and reconnecting the syringe, the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21086362 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. Following a small number of similar reports, a CAPA has been initiated. Bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Following the investigation into occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of flourosilicone is injected into each smartsite; therefore reports of this nature should be reduced in future. Two of the three returned samples tested were noted to not be occluded at the smartsite, previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the occlusions. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged/blocked during use 7 times. The following information was provided by the client: "when the 2000e was pre-flushed, it was found that the channel was blocked, and the new connector was replaced immediately to continue the operation. There were a total of 7 before and after.".

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 21086362. D4: medical device expiration date: 25-aug-2024. H4: device manufacture date: 25-aug-2021. H6: investigation summary a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21086362. Further information provided by the customer indicates that a weigao 5ml syringe and a weigao infusion set were connected when the occlusion was observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21086362 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged/blocked during use 7 times. The following information was provided by the client: "when the 2000e was pre-flushed, it was found that the channel was blocked, and the new connector was replaced immediately to continue the operation. There were a total of 7 before and after."

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged/blocked during use 7 times. The following information was provided by the client: "when the 2000e was pre-flushed, it was found that the channel was blocked, and the new connector was replaced immediately to continue the operation. There were a total of 7 before and after."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.